Manufacturer narrative:
Correction made in section e: all physician information has been updated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure. Attempts to recover the device were unsuccessful. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.